Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (B)(4) alleging an error 1 issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 1 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject meter for evaluation. If the product is returned, lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report. The test strips were returned to lfs but not tested since the alleged issue pertains to a meter issue only. The 510 (k) # is k093745.